Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was undetermined per patient it was how they were implanted. Patient referred for possible revision and is scheduled for consultation on (B)(6) 2020. Issue not resolved at this time. Ins currently remains implanted.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient underwent pocket revision surgery on (B)(6) 2020. The rep reported that the healthcare provider (hcp) elected to replace the battery. The ins that was replaced was discarded by the facility. The rep reported that the patient was now getting an excellent recharge signal. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that revision surgery was scheduled for (B)(6) 2020. Rep was not able to be at the (B)(6) 2020 consult due to covid-19.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated he has difficulty getting more than four coupling boxes, while recharging, and has to stand to get those boxes. He is unable to stand long enough to get a full charge. It was noted that the patient has had this issue since being implanted ((B)(6)/2017). The ins does not appear to be superficial enough for good coupling. The patient was referred for possible revision. Surgical intervention has been planned. No further complications were reported. No patient symptoms were reported.